Event description:
The bd q-syte leaked chemotherapy.

Manufacturer narrative:
Results: without a lot number, we are unable to review the device history record or material review report for any irregularities that may have been found during the manufacture of the product. Conclusions: the sample was not available for analysis; therefore, we are unable to determine the root cause for the problem encountered. (B)(4).